Event description:
It was reported that during a routine follow up, the right ventricular lead exhibited under sensing and high capture thresholds. The patient would be monitored. The patients condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.